Event description:
As reported on (B)(6) 2026, one piece of galaflex 3dr scaffold was used by the surgeon. While folding, it was observed that the rim almost came off. Due to this, another piece was opened by the surgeon, and the rim came off in few spots, and the surgeon opted to proceed with the implantation with it. Additionally, it was observed that the mesh was less stretchy and felt different. There was no patient harm or injury.

Manufacturer narrative:
As reported, the galaflex 3dr scaffold rim almost came off while folding. Additionally, it was observed that the mesh was less stretchy and felt different. Evaluation of the returned sample finds the rim of the mesh has become detached/tore from the mesh. The issue is found to be manufacturing related as it does not appear the mesh was properly melted and fused with the rim. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. This emdr represents the galaflex 3dr (device 1). Additional emdr was submitted to represent the other galaflex 3dr (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.